Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient had a leak from a homechoice setup. The patient was not connected to the machine. The patient noticed the carpet was wet. There was no patient injury or medical intervention associated with this event. No additional information is available.